Event description:
The pt was suffering from incontinence. Tvt-o was placed to treat the incontinence, but the procedure did not prove useful. A second sling, tvt, was placed two years later. The incontinence became even worse. After the procedure for the second sling, the pt complains of involuntary, spontaneous and unpredictable leakage. Upon examination, erosion of the mesh was noted. The pt also complains of dyspareunia.